Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include overactive bladder leakage, severe pain in my pelvic area, vaginal bleeding, odor, discharge, and painful sexual intercourse.